Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.

Event description:
It was reported that the device apparently malfunctioned. Previous follow up indicated that the patient wanted the system moved from an abdominal implant location to the left pectoral area. The device was explanted and replaced. No patient complications have been reported as a result of this event.